Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (non-functional ecgs) has been confirmed. Upon investigation, the electrode belt failed an ECG fall-off test. The cable connecting the distribution node (dn) to rear therapy electrode (te) was pulled from strain relief, disconnecting the pulse wire in the cable. The cause for the failure was isolated to the open pulse wire. The root cause for the open wire was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the electrode belt had non-functional ecgs.